Event description:
Additional information on the lead fracture reported that the lead revision occurred on (B)(6) 2012, but the manufacturer's device registry indicates a replacement date of (B)(6) 2011 as previously reported. The new information also reported that the patient was not hospitalized as a result of the event, which was contrary to what was previously reported. The outcome was still reported as "good."

Event description:
It was reported there was a hospitalization. The date of onset of reported event was (B)(6) 2011. Patient symptoms included that the patient began experiencing a shocking sensation from the stimulator in certain positions. The patient was evaluated and it was determined that a lead fracture was the cause. Patient treatment included that the patient underwent surgical replacement of the leads on (B)(6) 2011. The leads were dissected free from their adhesions, and the other ends were removed from the pacemaker. A new set of leads were placed just proximal to the previously placed leads. Upper endoscopy was performed to confirm that the needles placing the leads had not transgressed the lumen of the stomach; they had not and the exam was essentially normal. The leads were then anchored into place, and then clean, dried, and attached to the pacemaker. The pacemaker was then turned to the "on" position and reprogrammed appropriately. Patient outcome was noted as the patient recovered without sequelae. There were no complications and the patient tolerated the procedure well. The patient was to follow up with her gi specialist.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, explanted: (B)(6) 2011, product type lead; product ID neu_unknown_lead, serial# unknown, explanted: (B)(6). 2011, product type lead. (B)(4).

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type lead.

Event description:
Additional information received reported that the patient had a lead replacement in (B)(6) 2011 due to a lead crack which the patient stated they did not do anything to cause.